Event description:
As reported by the edwards field clinical specialist, a 23mm sapien 3 ultra valve had severe perivalvular leak 2 years and 5 months post implantation. The patient was treated with a balloon aortic valvuloplasty performed with a 24mm true balloon and an 8.0mm avp ii plug. The perivalvular leak was completely resolved post procedure.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. The complaint for paravalvular leak was unable to be confirmed due to unavailability of medical record/procedural imagery. A review of the DHR revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening pvl or late pvl is not well understood but may be related to cardiac remodeling. As reported, a 23mm s3 ultra valve was successfully implanted in native aortic position. The valve was deployed with nominal volume and landed at an 80/20 (a/v) ratio. Post tavr, the pvl (tte) was none to trace. Approximately 2 years and 5 months post implantation, a severe pvl was noted. Patient was treated with a bav performed with a 24mm true balloon and an 8.0mm avp ii. Pvl was completely resolved post procedure. In this case, despite post-dilation using a high-pressure balloon, a plug was required to resolve the pvl. This indicates that patient factors (cardiac remodeling) likely contributed to the reported event. As such, available information suggests that patient factors (cardiac remodeling) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Updated section b5, d4, g2, and h4. Article reference: mascara, m, boyarko, b, khalif, a. Et al. Management strategies of paravalvular leak in the post-transcatheter aortic valve replacement patient: to plug or to balloon?. J am coll cardiol case rep. 2025 jul, 30 (20).

Event description:
As reported by the field clinical specialist and per article "management strategies of paravalvular leak in the post-transcatheter aortic valve replacement patient", a 23mm s3 ultra valve had severe pvl 2 years and 5 months post implantation. Patient was treated with a bav performed with a 24mm true balloon and a 8.0mm avp ii. Pvl was completely resolved post procedure. The patient remained symptom free after the procedure, with no recurrence of anemia or heart failure. Patient remained stable after 2 years.

Event description:
As reported by the field clinical specialist and per article "management strategies of paravalvular leak in the post-transcatheter aortic valve replacement patient", a patient with prior transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 ultra valve presented 30 months later with worsening anemia and mild dyspnea. Laboratory test results indicated hemolysis, and transthoracic echocardiography revealed moderate-to-severe aortic paravalvular leak (pvl) with a 2.3-mm perivalvular gap. The decision was made to proceed with percutaneous closure of the pvl. An initial attempt to close the pvl using a vascular plug was complicated by failure to disengage the non-edwards sheath and deploy the plug due to inadvertent wiring through the superior tavr cell. Retrograde plug deployment was avoided to prevent potential interference with the tavr leaflet. Subsequently, the paravalvular leak was rewired antegradely, and slight dilation with an 8-mm peripheral balloon was performed to facilitate sheath advancement and antegrade plug deployment. Repeat evaluation with an echocardiogram showed residual pvl. A 24mm balloon was used to post dilate the valve, resulting in resulting in complete pvl resolution. Per the article, the suspected mechanism of pvl was under expansion with "possible late recoil". The original annular area was 429 mm2, and valve was deployed at a nominal volume (17 ml). The mean area of the transcatheter heart valve measured 370 mm2 at the mid-stent struts, with maximal expansion observed at the outflow. Post implant the patient experienced a transient heart block, requiring temporary pacemaker. The patient remained symptom free after the procedure, with no recurrence of anemia or heart failure. The patient remains stable after 2 years.

Manufacturer narrative:
Corrected section b5 and h6- impact codes, clinical codes, and device codes. Investigation is ongoing.